Manufacturer narrative:
(B)(4). The devices remain implanted. The impact and condition of the devices as a result of the implantation of this combination is unknown. The device history record review, for the reported head lot, identified no deviations or anomalies in the manufacturing process. Review of complaint history identified no previous complaints for the part-lot combination associated with the reported head. The reported device is used for treatment. A product compatibility check determined that the biomet g7 acetabular system dual mobility acetabular liner, the active articulation dual mobility bearing (ar com xl) are not compatible with the 22mm diameter versys femoral head. The ar com xl is recommended for use with a 22.2mm sized head. Zimmer-biomet has not assessed or confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert.

Event description:
It is reported that the surgeon knowingly performed off label use in implanting a dual mobility liner with incompatible products.